Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer required calibration. It was determined at analysis that the cursor occasionally jumped downward during the debug procedure after the software update. An electromagnetic interference repair was performed to fix the screen issues. It was noted that the cooling fan was noisy. And media door latch was broken. The lower bullet and rear display cover were broken. The stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer required calibration. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.